Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 6 of 6 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. This devices had a deformation issue (dent). A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 6 malfunction events where midwest energo 1:5 handpieces overheated. 4 events resulted in no injury. 2 events resulted in unknown injury.

Manufacturer narrative:
This follow up report provides the requested update to add vmsr to the exemption/variance number field.